Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance and high pacing thresholds. The representative indicated that the product performance issue was noted during a device change out. A visible fracture was identified on the lv lead. No further testing performed. The lv lead was explanted. No adverse patient effects were reported.